Event description:
The dealer stated this unit was just returned from repair on RMA 84451669 on (B)(6) 2015. The dealer stated when the unit was turned on you cannot hear the compressor working and after a few seconds the fuse white bottom on the panel pops up. The dealer believes it to be an electrical short.